Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device was giving a no disposable alarm. The pump setting were verified and it was turned off. The line was clamped and cassette removed. The tubing was massaged and the cassette was gently tapped on a hard surface. The cassette was reattached, line unclamped and the pump was turned back on. The alarm persisted. The troubleshooting methods were repeated with no resolution. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.